Event description:
It was reported that during a therapeutic hysteroscopy, the loop of the single use bipolar endoscopic electrosurgical electrode broke inside the patient. The loop, or what appeared to be part of it, was retrieved. Following completion of the procedure, an x-ray was performed to ensure that no fragments remained, and what appeared to be a small residual piece of the loop was observed. An MRI was being considered to confirm. At the time of the report, the patient did not have any issues related to the event.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.